Event description:
It was reported that when stimulation was on, the patient experienced a loss of therapeutic effect. Last thursday the patient's hand began to shake. The patient's programmer stated that stimulation was on but the patient indicated that it seemed like stimulation was off. Stimulation was turned off for 45 min and the patient could not tell the difference between when stimulation was on and when it was off. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3387s-40, lot# v488642, implanted: (B)(6) 2007, explanted: na. Extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Programmer: model 7438, serial# (B)(4).